Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident as stent damage was evident during analysis. Hypotube kinks were also noted during the analysis. Based on the event description and analysis results, stent damage most likely occurred due to handling during removal of the stent protector. A visual examination of the stent found that the stent was damaged at the distal end of the stent with stent struts stretched over the distal markerband and the bumper tip. The maximum crimped stent profile at the time of manufacture was 0.0406". Stent damage most likely occurred due to handling during removal of the stent protector. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that during preparation, when the device was checked, it was noticed that the stent was stretched distally.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a coronary artery. A 3.00 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the distal tip of the stent was stretched. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.